Event description:
The pt was implanted with biventricular support. It was reported by the perfusionist that the pt's pump was having difficulty filling and was not operating correctly. It was not known which side the device was supporting at the time the event was reported. The pt received a pump exchange and is ongoing with no further issues.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.